Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, customer filled after loading the cartridge. Customer reloaded the same cartridge and continued insulin therapy. Customer's blood glucose level was between 80 and 250 mg/dl.